Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was 'testing in setup mode'. The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the issue began on (B)(6) 2011 at 09:00pm, at which time her meter was reverting to setup mode. The patient reported to the mss that she manages her diabetes with insulin (self adjust). The patient stated that she skipped her dose of insulin as changes to her diabetes management as a result of the issue. The patient reported that the next day, (B)(6) 2011 she was 'sweating' because of the product issue. The patient reported that self-treatment of insulin was received due to the product issue. The cca noted that during troubleshooting, no misuse of the product occurred. It was noted that the issue occurred after removing/replacing the batteries. The product issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.